Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6). It was reported that during the opening of the vertebral body stent access (vbs) kit, the customer found a hair blocked in the trocar. No additional information was provided.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates that investigation has shown that there is indeed a hair blocked in the trocar as complained. An internal corrective action has been opened to address the root cause of the issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.